Event description:
It was reported that the pump issued an alarm suspected to be alarm 20 during load. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer attempted to load a new cartridge multiple times without success and cts assisted with the proper load technique. The customer reverted to an alternate method of insulin therapy.